Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's stated he had 11 unit and his blood glucose was at 47 mg/dl. The customer did not want to troubleshooting for low blood glucose. He was going to suspend the insulin pump. The device will not be returned for analysis.